Event description:
The customer reported to olympus, the evis exera iii colonovideoscope stopped during the wash cycle during the endoscope disinfection cycle as it had a flow problem. Upon inspection and testing of the returned device, foreign matter was discovered in the nozzle hose causing insufficient flow to the air/water supply. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the clogging of the nozzle hose caused by insufficient cleaning found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was insufficient flow due to the clogging of the nozzle hose. In addition, the scope connector leak failure found between the case unit and the plug unit, the o-ring was faulty, the insulation resistance value was out of specification, bending section glue was separated, scope cover was scratched, universal cord had wrinkles, angles wires in coil pipe were stretched and the angulations were out of specification. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that fragments of injection tube or silicone rubber products entered the channel and were caught in the nozzle. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.